Event description:
The plaintiff attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported and associated with MDR's # 1225714-2013-00429, 00430, 00431.